Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during a gastrectomy, the powered circular stapler didn¿t fire during the anastomosis process. No fragments were generated, and the procedure was not delayed. There were no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 08/25/2020. D4: batch # t5ch4p. Device analysis: the analysis results found that the cdh25p device arrived with the anvil missing. The breakaway washer was not present and there were staples present. A new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Further analysis shows that the weld separation on the shrouds around the battery could not have affected the experience since the battery stayed in place without any problems during the testing in the lab. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.